Event description:
Per the clinic, the patient experienced intermittencies and a decline in performance with the device; the issue could not be resolved. Subsequently the device was explanted (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.